Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please provide further clarification of the event description?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applicator was not properly closed and fell. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m92x9r. The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed 1 clip partially formed was fed due to an anti-backup failure; the remaining 5 clips as intended. Finally the instrument locked out as intended. No scissored clips were note during functional testing. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the anti-backup lever was found worn out causing the anti-backup failure. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.